Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, a21 error test and the delivery accuracy test at 0.08745 inches. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime or a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device passed tone check on self test. Device failed vibrate check on self test due to broken black vibrator motor wire. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, missing end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose and was taken to the hospital via ambulance. It was reported that the customer was at home watching television and his blood glucose suddenly dropped causing customer to pass out. Customer was treated with a glucagon by the paramedics and an ostio line was inserted for the intravenous. Customer¿s blood glucose reading was not provided as report was given by the customer¿s mother who was not with the customer. Caller was advised to have customer call in to give hospitalization information. Products are not expected to return for failure analysis.